Manufacturer narrative:
Evaluation summary: due to the outbreak of covid-19 the product is currently not available for return. If the product becomes available in the future the case will be reopened and analysis carried out. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being fired on the rectum during low anterior resection, it couldn't fire completely. There was no patient injury.